Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not working. After examining the system fse confirmed that all the pilot lamps on the hard disk installed in the host computer, main cabinet in machine room was off. Fse found the power supply inside the computer is not being supplied consistently. So, fse replaced the entire computer. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system does not work. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint. The system computer was replaced, and the device was returned back to functionality. Philips has started an investigation of the complaint.